Event description:
Legal papers state pt received a right depuy hip and in 1/93 pt received a left depuy hip. Both hips are alleged to have deteriorated prematurely requiring surgeries and replacement.